Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer stated that she received a sensor glucose reading of 4 mmol/l when the actual blood glucose level was 11 mmol/l. The customer also mentioned receiving a calibration error alert. Troubleshooting was done. Advised customer to remove the sensor, check the cannula and insert a new sensor. Advised customer to monitor the issue and call back if needed. Nothing further reported.